Manufacturer narrative:
Investigation findings: to date, this device has not been returned for eval. A follow-up report will be sent upon return of the product and completion of an investigation.

Event description:
It was reported that during a meniscal repair, the needle portion of this device broke in the surgical site and was retrieved. There was no injury to the pt.